Event description:
It was reported the the hook broke off an roi-c implant holder and a plate became stuck in the holder intra-operatively. There were no patient impacts. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2022-00064.

Manufacturer narrative:
Inspection: visual inspection revealed that the hook was fractured off the tip of the implant holder. Visual inspection revealed that the plate was no longer stuck in the implant holder when it was returned, but it did have a fractured tip as well. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the hook broke off an roi-c implant holder and a plate became stuck in the holder intra-operatively. There were no patient impacts. This is report two of two for this event.